Event description:
It was reported that there was a problem with the pump connector. Reporter stated that a healthcare provider indicated there were "2 or 3 other cases in the past where there was a problem with the connector," and that the problem was "due to a design defect." No other information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).